Event description:
On (B)(6) 2011: at 1655 check band alarm. On (B)(6) 2011: at 1840 check band alarm - dad opened sensor. On (B)(6) 2011: at 1000 check band alarm, readjusted. On (B)(6) 2011: at 1005 check band alarm, readjusted. Multiple alarms of system, some after just checking to make sure band adjusted and sensor in place. Exp date: sensors (B)(4).